Manufacturer narrative:
This is a duplicate report. Initial maude report # mw5096941. The likely scenario and root cause of this adverse event is related to the handpiece being mal-positioned deep in the fundal myometrium but without a full thickness perforation at the time of the uterine integrity test, which in turn allowed it to pass. However, the remainder of the myometrium was likely ablated with the resultant unintended transmural thermal effect to the small bowel. Dr. Was informed on importance of adequate dilation before device insertion. Dr. Agreed with the recommendation. A lot history review was not possible since the lot number of the handpiece was unknown. The controller (m10517)was returned to minerva and an investigation was conducted. The uit feature in the rf controller was found to be functional. All rf controller specifications relevant to the uit function were also tested and all were found to be in compliance with manufacturer's original specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: section 6.0 of the minerva endometrial ablation system operator's manual indicates: if the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. Section 6.1 of the minerva endometrial ablation system operator's manual indicates: although designed to detect a perforation of the uterine wall, the uterine integrity test is an indicator and it might not detect all perforations. Clinical judgement must always be used. Section 7.2 of the minerva endometrial ablation system operator's manual indicates: as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to thermal injury to adjacent tissue, including bowel, bladder, cervix, vagina, vulva and/or perineum.

Event description:
This is a duplicate report. Initial maude report # mw5096941. Physician conducted a minerva procedure in an approximately (B)(6) years old patient suffering from aub (e). Hysteroscopy and d&c was performed prior to ablation. Cervical canal was dilated to 7-mm using hegar dilators. The minerva device was inserted and deployed. Exact number of dots unknown. Uit was initiated and passed, which was followed by a 2-min ablation cycle. Upon completion, the device was unlocked and removed. Post-ablation hysteroscopy was performed and was unremarkable. Patient was discharged. Approximately 3 weeks later patient started experiencing lower abdominal pain and fever. CT scan was performed and came back negative for presence of gas in the abdominal cavity. Patient was hospitalized for observation and pain management. Since patient status did not improve diagnostic laparoscopy was performed, and small uterine and bowel perforations were identified. Bowel resection and end-to-end anastomosis was performed. Patient fully recovered and was discharged.